Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reports during therapy, the transfer set became disconnected from the beta cap adapter, when the transfer set got caught on the pt's wheelchair and the patient stood up. Patient received prophylactic antibiotics.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.